Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a no cross and stent damage occurred. The de novo target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The physician advanced a 2.50 x 38 mm promus element stent delivery system (sds) to the lesion but it was unable to cross. It was noted that the stent strut was bent. The procedure was completed with another of the same device. No patient complications were noted and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Some of the struts on the first two rows on the proximal end of the stent were pushed in on the body of the stent causing some of the sturts to be raised up and the stent to move forward distally by approximately 2 mm. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device was visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).